Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, a non-abbott 0.35 guide wire could not be inserted into the proglide device, it seemed as though the lumen was blocked. The method of achieving hemostasis was not reported. There was no adverse patient sequela. The name of the physician was not provided; therefore, it is not known if the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and a proxy guide wire was attempted to be advanced, but was unable to be inserted; confirming the reported event. The sheath was dissected to remove the seal valve and no damage was noted to the valve. Abbott vascular (av) reviewed the lot history record and there were no manufacturing nonconformities. The complaint handling database was reviewed and identified other events reported for difficulty to insert the guide wire from this lot. Av determined that this issue appears to be related to an inspection step in the manufacturing process. Av will continue to trend the performance of these devices.

Event description:
Subsequent to the initial report, additional reported information indicates that arteriotomy closure of the common femoral artery was attempted using a proglide device via a 6fr sheath after a percutaneous transluminal intervention. A new proglide device was used to achieve hemostasis. There was no significant impact to the patient due to a reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device.